Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation did not reveal any additional reportable findings. Based on the investigation results, the root cause can't be confirmed. The most probable root cause is either the reported problem with the device was not confirmed, or it was verified that there was no issue with the device. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device did not focus. There were no reports of patient harm.